Manufacturer narrative:
The main component of the device system the relevant components include: product ID: 8780, serial (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving dilaudid (unknown concentration and dose) via an implantable pump. The pump¿s indications for use (ifus) were noted as non-malignant pain and degenerative disc disease/herniated disc pain. The hcp reported that a magnetic resonance imaging (MRI) scan was being performed due to lower/mid back pain which the pump was implanted for. The hcp indicated that the procedure wasn¿t due to a problem with the medtronic device or therapy. The event date was unknown. Follow-up was conducted for the cause of the pain, the event date, actions/interventions taken to resolve the pain, the results of the MRI, and the resolution status of the event. Additional information was received from a consumer (con). It was reported that in 2016 while undergoing a medication change in the patient's pump, the patient experienced an immediate reaction of dangerously elevated blood pressure, spinal headache, lower abdominal pain, and spasticity in the patient's entire body. The patient required emergency hospitalization for three weeks. After cts, MRI studies, and other diagnostic tests, the diagnosis was arachnoiditis. The patient had two other evaluations with the same outcome. Pain control with opioids was the only treatment offered as a surgery was deemed too risky. Later that year the patient had the catheter removed from their spine, but the disabled pump was left in the patient's abdomen. Pain and gradual paralysis continued until 2017 when the patient lost all use of their legs and had severe pain that was not controlled. The patient underwent spinal surgery to drain an arachnoid cyst that was impinging their spinal cord at the t13 level. This left the patient with paraplegia that required 3 weeks of hospitalization, two weeks of skilled nursing to start occupational and physical therapy and then one month of intense rehabilitation in a rehabilitation institute. The patient now received in-home physical therapy. The patient still had not retained mobility and had severe pain in their back and legs. The patient also lost bowel and bladder function. Concomitant medications included: oxycodone, baclofen, lyrica, atenolol, xeralto, zanaflex, oxybutynin, diazepam (as needed), ducosate sodium, miralax, fish oil, and vitamin b12.